Event description:
A malfunction with a code of malf 12 was reported, but no notable events preceded it. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, but the malfunction persisted, leading to the decision to replace it. The customer continued using the pump for insulin therapy until the replacement arrived.